Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. There was optical sensor failure and flows were inaccurate. The pump was explanted and replaced. No patient harm was reported. There was no visible damage or clot after removal upon inspection by the physician.